Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of visual inspection found a circular indentation running around the outer radius a small distance above the barb. The barb also exhibits an indentation where it partially seated in a shell. An end of this indentation is scraped such that a strand of poly protrudes from the liner. The rim of the liner is also scratched. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: pn 010000706, g7 bonemaster ltd acet shl 58g, ln 6369555, pn unknown unknown head ln unknown, pn unknown unknown stem ln unknown. Reporting source- (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a liner did not fully seat when being implanted. The surgeon tried to implant the liner three times before switching to a different liner, which seated properly. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.